Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, wear abrasion, opening anterior and posterior. Leak test and microscopic analysis was performed which identified, striated opening on posterior and crease sharp opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: striated opening assessed, as surgical damage. Opening crease sharp on anterior assessed, as fold flaw opening.

Event description:
Patient reported, left side deflation. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. The device remains implanted.